Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number (B)(6), confirmed a kink associated with extrinsic outflow graft compression between the outflow graft material and outflow graft bend relief. (B)(6) was returned with the pump cable severed approximately 2¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The pump was returned with approximately 1¿ of the outflow graft and outflow graft bend relief attached to the pump cover outlet port. A distal portion of the sealed outflow graft was returned severed into 5 additional segments. The outflow graft bend relief was returned in 3 additional segments surrounding the corresponding sections of the sealed outflow graft. The apical cuff was returned with the cuff lock engaged. The sealed outflow graft was returned in 6 segments. Upon removal of the sealed outflow graft bend relief, the graft material appeared to be slightly kink. An accumulation of tissue ingrowth between the outflow graft and bend relief was observed at the location of the kink. The tissue ingrowth appeared to have formed around the kink, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the outflow graft dried blood that was exposed to a fixative; however, there was no evidence of depositions or thrombus formations. A specific cause of the observed outflow graft distortion and the duration of time for which it was present could not conclusively be determined through this evaluation. Corrective action was opened to further investigate hm3 extrinsic outflow graft obstruction. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved lvad log files did not reveal any abnormal events. The pump appeared to function as intended for the duration of the captured data. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28jun2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the outflow graft samples were sent for histopathology analysis. Per this analysis, the material that accumulated on the exterior of the graft material was rather uniform, acellular, pale eosinophilic matrix often containing variably-sized vacuolar spaces. The material was generally acellular, with occasional small numbers of scatters mononuclear cells (presumed macrophages). The material adhered surrounding the the graft was consistent with fibrin. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was taken from most provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the patient's transplant on (B)(6) 2021, there was an incidental finding of occlusion of the outflow graft due to serous buildup between the outflow and the wrap. There were no changes to patient condition, anticoagulation status, pump parameters, or changes that may have contributed.